Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses. Blood flow was observed into the proximal side of the device via final angiography, possibly due to insufficient apposition with the vessel wall. Since there was no flow into the right internal iliac artery aneurysm, no further treatment was performed and they decided to monitor the patient. On (B)(6) 2024, a follow-up CT revealed that the trunk ipsilateral leg had migrated proximally, resulting in partial coverage of the right renal artery. The bare metal stent could not pass through although the physician attempted to cannulate the right renal artery and inflated it with a balloon. As the patient was diagnosed with a connective tissue disorder, it was deemed too risky to insert the sheath or catheter any further. The placement of the bare stent was discontinued. Although the right renal artery was partially covered, the blood flow was confirmed to be maintained. Physician¿s comment: this is likely due to the patient¿s connective tissue disorder. I believe that by slightly pressing in and placing the contralateral leg on the right leg portion, the distal side of the trunk ipsilateral leg was more securely fixed than the proximal side. The right renal artery is expected to be occluded eventually, but the patient's prognosis is not that long. It might not have been necessary to place an additional bare stent. The imaging evaluation performed by a clinical imaging specialist showed the following: one partial 3d reconstruction image available for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Rotating or window leveling). The image appears to show a possible right accessory renal artery proximal to the main right renal artery. The right main renal artery appears to be covered. This finding is consistent with the description summary. Cannot confirm flow or occlusion with this reconstruction image. The image received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee the image provided is complete, accurate or lacks alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.

Manufacturer narrative:
Emdr section h6, codes c21, d16 updated to reflect results of investigation. According to the gore excluder aaa endoprosthesis instructions for use (IFU) explore validity of treatment with stent graft from clinical perspective for the patients with genetic connective tissue disease (e.g., malfans and ehlers-danlos syndrome) [the diseases are known to weaken blood vessels, leading to aneurysm enlargement and vessel injury.]. Additionally, the IFU states: possible defects and adverse events include the following: endoprosthesis component migration and renal arterial occlusion. The imaging evaluation performed by a clinical imaging specialist showed the following: one partial 3d reconstruction image available for evaluation. No name, date, or demographics on the image. Cannot manipulate the image in any way. (Rotating or window leveling). The image appears to show a possible right accessory renal artery proximal to the main right renal artery. The right main renal artery appears to be covered. This finding is consistent with the description summary. Cannot confirm flow or occlusion with this reconstruction image. The image received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee the image provided is complete, accurate or lacks alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses. Blood flow was observed into the proximal side of the device via final angiography, possibly due to insufficient apposition with the vessel wall. Since there was no flow into the right internal iliac artery aneurysm, no further treatment was performed and they decided to monitor the patient. On (B)(6) 2024, a follow-up CT revealed that the trunk ipsilateral leg had migrated proximally, resulting in partial coverage of the right renal artery. The bare metal stent could not pass through although the physician attempted to cannulate the right renal artery and inflated it with a balloon. As the patient was diagnosed with a connective tissue disorder, it was deemed too risky to insert the sheath or catheter any further. The placement of the bare stent was discontinued. Although the right renal artery was partially covered, the blood flow was confirmed to be maintained. Physician¿s comment: this is likely due to the patient¿s connective tissue disorder. I believe that by slightly pressing in and placing the contralateral leg on the right leg portion, the distal side of the trunk ipsilateral leg was more securely fixed than the proximal side. The right renal artery is expected to be occluded eventually, but the patient's prognosis is not that long. It might not have been necessary to place an additional bare stent.